Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a scratch on an intraocular lens (iol). The cause of the scratch was unknown and the surgeon implanted an alternative lens. There was no patient harm.